Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer representative via email that the customer was hospitalized for high blood glucose over 400 mg/dl on (B)(6) 2016. Customer thinks that he was dehydrated and got a massive headache. Customer then got high blood glucose. Customer stayed for 2 days and got out on (B)(6) 2016. Customer was on the pump and they took it off at the time. Customer was put on an insulin drip until (B)(6) 2016. Customer then went back on the pump. Customer was on the pump at the time of being admitted. Customer stated that he believed that being dehydrated is what caused the high blood glucose. Customer did not want to troubleshoot the pump. Customer also mentioned the pump had an issue with the battery twice and he was in the hospital with diabetic ketoacidosis.